Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting the set to an in-house bag and priming. Simulated use testing was then performed by testing the set with a pump. The device was found to operate per specification during both tests. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to prime. The reporter stated that a nurse had attempted to backprime the set with normal saline, and noted that the set was ¿blocked.¿ there was no patient involvement. No additional information is available.